Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the up/down knob could not be locked securely, the suction cover plate was unclear, the paint on the air/water cylinder was peeled, watertightness was lost due to a pinhole on the bending section rubber, insulation resistance was lost due to a pinhole on the bending section rubber, damage on the ultrasonic probe caused a number of missing elements, the puncture needle was not shown on the ultrasound image due to tilt of the ultrasonic probe, there was a gap between the acoustic lens and the ultrasound probe, the acoustic lens was peeled, the objective lens was scratched, the adhesive on the bending section rubber had a chip, the up/down knob had play, and the right/left knob had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a perforation 1 cm above the distal end. Inspection and testing of the returned device found the acoustic lens had a gap and was partially peeled off, creating a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacturer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the acoustic lens peeled and the gap between the acoustic lens and ultrasound probe were caused by external force. The root cause of these events were unable to be identified. Olympus will continue to monitor field performance for this device.